Manufacturer narrative:
Upon completion of the investigation it was identified that the mattress was moving out of position on the litter. No patient injuries, adverse consequences, or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was alleged that the mattress is moving on the stretcher during patient transfers. No patient injuries, adverse consequences, or clinically relevant delay in treatment was reported..

Event description:
It was alleged that the mattress is moving on the stretcher during patient transfers. No patient injuries, adverse consequences, or clinically relevant delay in treatment was reported..